Event description:
A (B)(6) female patient's son called zoll customer support to report adjust belt or check belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the monitor was unable to read an ECG waveform. The cause was liquid contamination to multiple components. Corrosion was found on the j1001 belt connector, u607, and r686. In addition the +5ab was shorted to the monitor's driven ground signal. The root cause for the contamination was unable to be positively determined, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated monitor. The pt received a replacement monitor.